Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced multiple symptoms (described below) that required hospitalization. It was reported that one day post cardiac ablation with bwi thermocool® smart touch® sf bi-directional navigation catheter, adverse events from (B)(6) 2022 - fatigue and lack of appetite. Informed doctors at post op office visits on (B)(6) 2022. Complaints dismissed as normal; doctors did not order tests. From (B)(6) 2022, severe symptoms developed such as extreme fatigue, not wanting to eat or drink, felt bloated, on and off dry heaving, headaches, lower pack pain, hot and cold sweats, fever, body shakes, and lack of urination, losing mobility on left side of body "specially" the left arm, left hand and left leg. Admitted into local hospital ER via ambulance, diagnosed with flu-like symptoms.